Manufacturer narrative:
(B)(4) = device remains implanted. Consulted with ees medical director on (B)(4) 2011 and the following comments were provided, "tubing length is a surgeon's judgment as per the instructions for use. Obstruction is an event out of surgeon's control. But, it should not come as any surprise that length of tubing intra-abdominally act as a point of obstruction. However, ees medical director has never seen this as the tubing is inert." A review of the instruction for use states, 'connect tubing to the realize injection port. Bring the free end of the tubing out of the peritoneal cavity through the selected trocar port site. Leave sufficient tubing length within the peritoneal cavity to avoid tension on the gastric band. One method for estimating adequate tubing length is to create a curve of tubing that reaches the right lateral abdominal wall.

Event description:
It was reported by the patient that one month post-implant of realize gastric band, patient experienced a port flip and it was corrected. Patient presented to surgeon's office on (B)(6) 2011 with abdominal pain. A cat scan and fluoroscopy was performed and found a possible bowel obstruction. Patient reports being transferred to another surgery facility on (B)(6) 2011 where a laparoscopic procedure was performed. The band tubing was noted to be wrapped in the large and small intestine. The surgeon untwined the tubing and filled the band. The patient reports no other issues.